Event description:
It was reported that the patient was seen in the emergency room after receiving five inappropriate shocks from the right ventricular lead. The lead also had high impedance. The patient was hospitalized and the lead was explanted and replaced. During the explant procedure, the atrial lead dislodged. The atrial lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
The patient also reported that the lead had a fracture and the surgery went badly and lasted longer than it should have. The patient needed a blood transfusion and had to be treated for a blood clot after surgery. The patient is requesting reimbursement for pain and suffering.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary - (B)(4) the distal segment of the lead was returned and analyzed. The distal conductor of the leaddeveloped a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.